Manufacturer narrative:
The customer was advised and declined a recommendation to schedule a training on proper use of using cidex® opa solution with an asp representative. (B)(4).

Event description:
A customer called inquiring about how to properly dispose of their cidex® opa solution, and at that time it was discovered the customer is using cidex® opa solution beyond the 14-day reuse period. They indicated they pour the solution into a tray and use the solution for one month before discarding it, and a nasal scope was cleaned in the solution and was released for use on a patient. The customer confirmed they are testing the solution prior to each use. It was stated they used to discard the solution every week, but now they discard it once a month. The instructions for use (IFU) state the re-use solution must be discarded after 14-days even if the minimum effective concentration (mec) is within the proper range. There is no known injury or infection reported with this event. As a matter of policy, advanced sterilization products (asp) has decided to all report cases when a customer uses cidex® opa solution beyond its re-use period and the instruments are released for use on patients since high level disinfection cannot be assured.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), trending of lot number, a system risk analysis (sra). ¿ the DHR review could not be reviewed as the lot number was not available. ¿ trending was not performed since the lot number was not available. ¿ the sra indicates the risk associated with exposure to biohazardous, pathogenic or infectious material is "low." The likely assignable cause of this issue was failure to follow instructions. A copy of the instructions for use (IFU) for the cidex® opa solution was sent to the customer. The issue will continue to be tracked and trended. Asp complaint ref #: (B)(4).